Event description:
It was reported that the cpc connector was broken on the device. There was no patient involvement and no adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the flex coupler was broken.